Event description:
It was reported that the patients leads had multiple high impedance. The patient underwent a revision procedure wherein the leads were replaced with an MRI compatible device and lead extensions were removed. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 18209046; product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 2000010100/17310506.

Event description:
It was reported that the patients leads had multiple high impedance. The patient underwent a revision procedure wherein the leads were replaced with an MRI compatible device and lead extensions were removed. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.